Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0wsew, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that during explant of failed stage 1 interstim test, the patient coded. The patient passed away later in the evening. The lead was fully explanted and the physician was closing the pocket when the patient coded. The patient was (B)(6). It was unknown what led to the event, as the manufacturer's representative was not in the case. The 3889-28 lead was fully explanted before event occurred. The manufacturer's representative was told that the patient had m.I. (Myocardial infarction) when coded. The patient did not display any symptoms related to the failed trial. Regarding what troubleshooting was performed related to the failed trial, it was noted: the patient test box was adjusted throughout the trial. Regarding was the cause of the failed trial determined, it was noted: lack of efficacy. The lead wire was explanted. If additional information is received, a follow up report will be sent.